Manufacturer narrative:
Approximate age of device ¿ 4 years, 6 months. The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicated that the deposition did not develop in this area. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition had areas that appeared denatured and the contact marks on the outlet bearing cup and outlet cone section of the rotor, suggested that the deposition was present while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no depositions. The deposition found in the pump would have contributed to the reported lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange due to signs and symptoms of thrombus. The patient's inr was 1.6 and lactate dehydrogenase level was 900 u/l. An echocardiogram showed the aortic valve was closed, but the patient was in heart failure. An invasive cardiac output monitor showed an output of 1.9 lpm while the lvad showed estimated flows of 6-7 lpm. No further information was provided.